Manufacturer narrative:
(B)(4). Batch # r5am1e. Investigation summary: the analysis found that one sc45a device was returned with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr45w cartridge reload was loaded in the device. The cartridge reload was received fully fired. In addition the knife was noted to be partially advanced into the anvil, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to fully returned the knife to it home position the fourth stroke must be completed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch: unknown. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, the surgeon was firing over a large vessel so elected to use an ethicon tie on the vessel. As the surgeon fired the device, the stapler cut and stapled as expected. As the knife was returning in to the back of the gun, the tie got caught on the gun and thus not allowing the knife to return. The gun could not be opened and there was no marker/counter on the back of the gun. The gun was jammed. They managed to use an energy device to get the device off the vessel and the patient was unharmed. The device has the tie in the jaws.